Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 470mg.dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.